Event description:
It was reported that an external fluid leak was observed from the deaeration chamber of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital, (B)(6) university e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the bonding between the upper and bottom part of the set deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The product expiration date for the batch was also confirmed during the review. The reported condition was verified. The cause of the condition was determined to be use error, as the prismaflex set in use was expired when the reported leakage event occurred. Should additional relevant information become available, a supplemental report will be submitted.